Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that the patient presented in the operation room for a lead revision procedure. The right ventricular lead exhibited high capture threshold and high impedance. The lead was extracted and replaced. The patient was stable post procedure.